Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown procedure on (B)(6) 2018. The surgeon used the variable angle (va) locking hand system. While inserting the unknown locking screw in the distal hole, he was unable to tighten it properly. The surgeon thought the locking screw direction was wrong, so the surgeon tried again by drilling but failed. The surgery was completed successfully. There was no adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking screw remains in the patient. There is no revision planned. This report is for an unknown locking screw. Concomitant devices: drill (part: unknown, lot: unknown, quantity: 1), phalangeal base plate (part: 04.130.254s, lot: unknown. Quantity: 1).

Event description:
The affected locking screw could not be locked on the plate. The screw was, therefore, left in the patient. The screw was implanted even though it was not locked in.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.